Event description:
At about 1 year 7 months ater the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 june 2025. Lot 2315550: (B)(4) items manufactured and released on 30-june-2023. Expiration date: 2028-06-10. No anomalies found related to the problem.to date, all items of the same lot have been sold with no similar reported events during the period of review. Additional component invovled and revised: batch review performed on 04 june 2025 liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2309707: (B)(4) items manufactured and released on 03-july-2023. Expiration date: 2028-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.